Event description:
It was reported that this tactra was removed and replaced due to patient dissatisfaction with the way the device was positioned and felt. A surgical procedure was performed in which the device was explanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this tactra was removed and replaced due to patient dissatisfaction with the way the device was positioned and felt. A surgical procedure was performed in which the device was explanted. There were no patient complications reported.